Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082576) on 19-dec-2018. The most recent information was received on 25-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("I began bleeding after 5 years") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("my hair fell out"), urinary tract infection ("uti"), back pain ("back pains") and emotional disorder ("emotional pain"). The patient was treated with surgery (end up to having my tubes removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, urinary tract infection, back pain and emotional disorder outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, emotional disorder, genital haemorrhage, pelvic pain and urinary tract infection with essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Most recent follow-up information incorporated above includes: on 25-jan-2019: maude received : event injury nos updated with events: my hair fell out, severe pelvic pain,uti,back pains, I began bleeding after 5 years & emotional pain. This case was updated from other event to incident. Reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082576 on (B)(6) 2018. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 30-year-old female patient who had essure (batch no. A95856) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage. ("I began bleeding after 5 years/abnormal bleeding (general), and alopecia ("my hair fell out/hair loss"). On an unknown date. The patient experienced urinary tract infection ("uti"), back pain ("back pains"), emotional disorder ("emotional pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding). The patient was treated with surgery (end up to having my tubes removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, urinary tract infection, back pain, emotional disorder, abdominal pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, emotional disorder, genital haemorrhage, pelvic pain and urinary tract infection with essure. The reporter considered abdominal pain and menorrhagia to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Discrepancy noted: essure removed: no. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Lot number was added. Reporter's information was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082576) on 19-dec-2018. The most recent information was received on 06-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and genital haemorrhage ('I began bleeding after 5 years') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("my hair fell out"), urinary tract infection ("uti"), back pain ("back pains"), emotional disorder ("emotional pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (end up to having my tubes removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, urinary tract infection, back pain, emotional disorder, abdominal pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, emotional disorder, genital haemorrhage, pelvic pain and urinary tract infection with essure. The reporter considered abdominal pain and menorrhagia to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Discrepancy noted: essure removed: no most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events - abdominal pain and menorrhagia (heavy menstrual bleeding) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082576) on 19-dec-2018. The most recent information was received on 26-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 30-year-old female patient who had essure (batch no. A95856) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I began bleeding after 5 years/abnormal bleeding (general)"), alopecia ("my hair fell out/hair loss"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced urinary tract infection ("uti"), back pain ("back pains"), emotional disorder ("emotional pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (end up to having my tubes removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, urinary tract infection, back pain, emotional disorder, abdominal pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, emotional disorder, genital haemorrhage, pelvic pain and urinary tract infection with essure. The reporter considered abdominal pain, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Discrepancy noted: essure removed: no. Lot number: a95856 manufacturing date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: pfs received. Event: abnormal bleeding (vaginal) added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082576) on 19-dec-2018. The most recent information was received on 28-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and device breakage ('removal of the essure coils in 2 pieces/the remaining of essure was removed from cornuea') in a 30-year-old female patient who had essure (batch no. A95856) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" and device deployment issue "doctor was unable to advance the tubal occluding device to the black line when deplying the coils in my left tube". The patient's medical history included ectopic pregnancy (2007, 2009, 2013.), blood pressure high, depression, anxiety, pelvic pain female, arthralgia, knee pain, neck strain, headache, abdominal pain, vaginal haemorrhage, abdominal cramps, blighted ovum, incomplete abortion, multiple caesarean sections, nausea, right lower quadrant pain, sensitive skin, cough, myalgia, viral syndrome, pain back, muscle pain, depression, anxiety, abscess, itchy scalp, dysfunctional uterine bleeding, stomach pain, blood pressure high, multigravida, parity 6 and pelvic adhesions. Previously administered products included for an unreported indication: metronidazole, hydrocodon, nitrofurantoin, zoloft, zoloft, cephalexin, cyclobenzaprine, ibuprofen, ondansetron, hydromorphone, acetaminophen-guaifenesin, albuterol and naproxe. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norelgestromin (ortho evra), oral contraceptive nos and sertraline hydrochloride (zoloft) since october 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("I began bleeding after 5 years/abnormal bleeding (general)") and alopecia ("my hair fell out/hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), back pain ("back pains"), emotional disorder ("emotional pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (end up to having my tubes removed, hysterectomy(full) and surgical laparoscopy partial right salpingectomy and total left salpingectomy and total left salping). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved and the device breakage, alopecia, urinary tract infection, back pain, emotional disorder and abdominal pain outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, emotional disorder, genital haemorrhage, pelvic pain and urinary tract infection with essure. The reporter considered abdominal pain, device breakage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Discrepancy noted: essure removed: no. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test and previously reported essure confirmation test(s) conducted: yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in december 2013: essure confirmation test(s) conducted: yes, results - not provided.. Investigation - on (B)(6) 2013: she had some adhesions and synechiae on the left tubal ostia which prevented complete visualization until the synechiae were lysed. I then placed the essure on the left side because of possible blockage and was unable to advance the tubal occluding device, to the black line, which was a minimum distance. The tubal device was advanced as far as it could go and then deployed. The patient had a history of an ectopic pregnancy, and I believe this is the tube that she had the ectopic pregnancy in. On the right side, the device went in without any problems to the black line and then was deployed completely.. Lot number: a95856 manufacturing date: 2013-01 expiration date: 2016-01 : concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Most recent follow-up information incorporated above includes: on 28-dec-2020: medical record received: event: 'removal of the essure coils in 2 pieces' was added. Medical history, patient aka name, reporter information were added.fu 9 and 10 processed together. On 29-dec-2020: pfs received: concomitant drug added.fu 9 and 10 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082576) on 19-dec-2018. The most recent information was received on 13-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and device breakage ('removal of the essure coils in 2 pieces/the remaining of essure was removed from cornuea') in a 30-year-old female patient who had essure (batch no. A95856) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" and device deployment issue "doctor was unable to advance the tubal occluding device to the black line when deplying the coils in my left tube". The patient's medical history included ectopic pregnancy (2007, 2009, 2013.), blood pressure high, depression, anxiety, pelvic pain female, arthralgia, knee pain, neck strain, headache, abdominal pain, vaginal haemorrhage, abdominal cramps, blighted ovum, incomplete abortion, multiple caesarean sections, nausea, right lower quadrant pain, sensitive skin, cough, myalgia, viral syndrome, pain back, muscle pain, depression, anxiety, abscess, itchy scalp, dysfunctional uterine bleeding, stomach pain, blood pressure high, multigravida, parity 6, pelvic adhesions, weight loss, weight gain and uterine leiomyoma. Previously administered products included for an unreported indication: metronidazole, oral contraceptives, nitrofurantoin, zoloft, zoloft, cephalexin, naproxe, ibuprofen, ondansetron, hydromorphone, acetaminophen-guaifenesin, albuterol, cyclobenzaprine, nuva-ring, ortho evra and hydrocodon. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norelgestromin (ortho evra), oral contraceptive nos and sertraline hydrochloride (zoloft) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("I began bleeding after 5 years/abnormal bleeding (general)") and alopecia ("my hair fell out/hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), back pain ("back pains"), emotional disorder ("emotional pain") and abdominal pain ("abdominal pain"). The patient was treated with desogestrel;ethinylestradiol (desogestrel ethinylestradiol biogaran) and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage and genital haemorrhage had resolved and the device breakage, alopecia, urinary tract infection, back pain, emotional disorder and abdominal pain outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, emotional disorder, genital haemorrhage, pelvic pain and urinary tract infection with essure. The reporter considered abdominal pain, device breakage, heavy menstrual bleeding and vaginal haemorrhage to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Discrepancy noted: essure removed: no. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test and previously reported essure confirmation test(s) conducted: yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2013: essure confirmation test(s) conducted: yes, results - not provided.. Investigation - on (B)(6) 2013: she had some adhesions and synechiae on the left tubal ostia which prevented complete visualization until the synechiae were lysed. I then placed the essure on the left side because of possible blockage and was unable to advance the tubal occluding device, to the black line, which was a minimum distance. The tubal device was advanced as far as it could go and then deployed. The patient had a history of an ectopic pregnancy, and I believe this is the tube that she had the ectopic pregnancy in. On the right side, the device went in without any problems to the black line and then was deployed completely.. Lot number: a95856, manufacturing date: 2013-01, expiration date: 2016-01. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information and other relevant history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082576) on 19-dec-2018. The most recent information was received on 11-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 30-year-old female patient who had essure (batch no. A95856) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" and device deployment issue "doctor was unable to advance the tubal occluding device to the black line when deploying the coils in my left tube". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("I began bleeding after 5 years/abnormal bleeding (general)") and alopecia ("my hair fell out/hair loss"). On an unknown date, the patient experienced urinary tract infection ("uti"), back pain ("back pains"), emotional disorder ("emotional pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (end up to having my tubes removed, hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved and the alopecia, urinary tract infection, back pain, emotional disorder and abdominal pain outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, emotional disorder, genital haemorrhage, pelvic pain and urinary tract infection with essure. The reporter considered abdominal pain, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Discrepancy noted: essure removed: no. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2013: essure confirmation test(s) conducted: yes, results - not provided. Investigation - on (B)(6) 2013: she had some adhesions and synechiae on the left tubal ostia which prevented complete visualization until the synechiae were lysed. I then placed the essure on the left side because of possible blockage and was unable to advance the tubal occluding device, to the black line, which was a minimum distance. The tubal device was advanced as far as it could go and then deployed. The patient had a history of an ectopic pregnancy, and I believe this is the tube that she had the ectopic pregnancy in. On the right side, the device went in without any problems to the black line and then was deployed completely. Lot number: a95856, manufacturing date: 2013-01, expiration date: 2016-01. Most recent follow-up information incorporated above includes: on 11-aug-2020: pfs received: new event "essure and ablation performed on same day" and device deployment issue were added. Event outcome updated: pelvic pain, genital hemorrhage, menorrhagia, vaginal hemorrhage. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082576) on 19-dec-2018. The most recent information was received on 07-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and device breakage ('removal of the essure coils in 2 pieces/the remaining of essure was removed from cornuea') in a 30-year-old female patient who had essure (batch no. A95856) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" and device deployment issue "doctor was unable to advance the tubal occluding device to the black line when deplying the coils in my left tube". The patient's medical history included ectopic pregnancy (2007, 2009, 2013.), blood pressure high, depression, anxiety, pelvic pain female, arthralgia, knee pain, neck strain, headache, abdominal pain, vaginal haemorrhage, abdominal cramps, blighted ovum, incomplete abortion, multiple caesarean sections, nausea, right lower quadrant pain, sensitive skin, cough, myalgia, viral syndrome, pain back, muscle pain, depression, anxiety, abscess, itchy scalp, dysfunctional uterine bleeding, stomach pain, blood pressure high, multigravida, parity 6 and pelvic adhesions. Previously administered products included for an unreported indication: metronidazole, hydrocodon, nitrofurantoin, zoloft, zoloft, cephalexin, cyclobenzaprine, ibuprofen, ondansetron, hydromorphone, acetaminophen-guaifenesin, albuterol and naproxe. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norelgestromin (ortho evra), oral contraceptive nos and sertraline hydrochloride (zoloft) since (B)(6) 2017. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("I began bleeding after 5 years/abnormal bleeding (general)") and alopecia ("my hair fell out/hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), back pain ("back pains"), emotional disorder ("emotional pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (end up to having my tubes removed, hysterectomy(full) and surgical laparoscopy partial right salpingectomy and total left salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved and the device breakage, alopecia, urinary tract infection, back pain, emotional disorder and abdominal pain outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, emotional disorder, genital haemorrhage, pelvic pain and urinary tract infection with essure. The reporter considered abdominal pain, device breakage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Discrepancy noted: essure removed: no discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test and previously reported essure confirmation test(s) conducted: yes diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6)2013: essure confirmation test(s) conducted: yes, results - not provided. Investigation - on (B)(6)2013: she had some adhesions and synechiae on the left. Tubal ostia which prevented complete visualization until the synechiae were lysed. I then placed the essure on the left side because of possible blockage and was unable to advance the tubal occluding device, to the black line, which was a minimum distance. The tubal device was advanced as far as it could go and then deployed. The patient had a history of an ectopic pregnancy, and I believe this is the tube that she had the ectopic pregnancy in. On the right side, the device went in without any problems to the black line and then was deployed completely.. Lot number: a95856 manufacturing date: 2013-01 expiration date: 2016-01. : concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 30-year-old female patient who had essure (batch no. A95856) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I began bleeding after 5 years/abnormal bleeding (general)") and alopecia ("my hair fell out/hair loss"). On an unknown date, the patient experienced urinary tract infection ("uti"), back pain ("back pains"), emotional disorder ("emotional pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (end up to having my tubes removed). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, urinary tract infection, back pain, emotional disorder, abdominal pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, emotional disorder, genital haemorrhage, pelvic pain and urinary tract infection with essure. The reporter considered abdominal pain and menorrhagia to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Discrepancy noted: essure removed: no lot number: a95856 manufacturing date: 2013-01. Expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report